Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver stated that her daughter received a reading of 289 mg/dl while wearing the adc freestyle libre sensor compared to a blood glucose of 600 mg/dl from a competitor's brand meter on (B)(6) 2019. The customer had shallow breathing, increased heart rate, and nausea and was able to self- treat with insulin (type/dose unknown.) The customer later had contact with an hcp who obtained a reading of 520 mg/dl on the hcp meter and was diagnosed with diabetic ketoacidosis. Customer received an unspecified treatment for dka. Subsequently, blood glucose reading of 293 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver stated that her daughter received a reading of 289 mg/dl while wearing the adc freestyle libre sensor compared to a blood glucose of 600 mg/dl from a competitor's brand meter on (B)(6)2019. The customer had shallow breathing, increased heart rate, and nausea and was able to self- treat with insulin (type/dose unknown.) The customer later had contact with an hcp who obtained a reading of 520 mg/dl on the hcp meter and was diagnosed with diabetic ketoacidosis. Customer received an unspecified treatment for dka. Subsequently, blood glucose reading of 293 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.